Manufacturer narrative:
Reference e-complaint (B)(4). Investigation x-initiated manufacturer's investigation _no sample returned _review DHR x-inspect returned samples _inspect stock product analysis and findings the reported event is acknowledged as a result of the visual evaluation of the returned device, see attached photo. The returned device was returned in a delineator box that contained a different lot than was reported, see attached. Burn marks were present on the koh-efficient cup of the delineator device that is made from (B)(4). It has been affirmed by the resident cmo that arching is possible to have arching occur while using the device along with electrocautery devices. The evidence on the koh-efficient cup is not out of the ordinary and commonly found on other used devices. This device is OEM manufactured for csi which sends it to another outside contractor for sterilization and distributes it from (B)(4). All devices are is 100% inspected by the OEM before being shipped to (B)(4). Corrective actions correction and/or corrective action corrective action is not warranted as this event result has been acknowledged as a normal occurrence by the csi resident cmo. Corrective action level 4 _train personnel x-none reason: per bsr-qar-026, this complaint will be monitored for trending in that no injury was reported to end user or patient. Review and closure _review and closure _CAPA required? X-recommended continuous improvement program (cip) _complaint closure letter required? _ncmr issued? _other regulatory action needed: preventative action activity reviewed. Trend and monitor to cip.

Event description:
"Koh-efficient causes arching with the electrosurgical instruments." Ref e-complaint (B)(4).

Manufacturer narrative:
The device involved in the complaint will be returned. Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow up report will be filed. (B)(4).

Event description:
"Koh-efficient causes arching with the electrosurgical instruments." (B)(4).